Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, it was reported that multiple minimum fill notifications occurred after filling a cartridge with 300 units of insulin and that the insulin gauge was inaccurate. Reportedly, the customer experienced an elevated blood glucose (bg) level; bg values were not provided. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Based on the analysis, the alleged fill estimate, minimum fill, and high bg issues could not be verified.